Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they received a new recharger and they had not been able to charge the implant for two weeks now. Patient stated they received new recharger but they still cannot recharge implant. Patient stated they see a message that states "aren't you charging battery, has not been used" but patient could not clarify exact message. Patient sat for an hour trying to recharge yesterday and an hour today, then the battery starts to blink red on the recharger. Patient stated they met with medtronic rep hazel (last name asked unknown) yesterday and rep could not resolve issue. Agent walked patient through restarting recharger and closing out of all applications. Patient entered mystim and confirmed recharger was paired to implant. Patient then saw confirm recharger placement. Could not find intended neurostimulator, confirm the recharger is over the correct neurostimulator. Patient then repositioned and reported charging my battery at excellent connection. Agent reviewed for patient to continue recharging and to contact healthcare provider if still not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the handset showing the recharger is being charged while the wireless recharger (wr) was over patient's implantable neurostimulator (ins). The picture sent by patient showed she was in open loop recharge with excellent connection. Implant is superficial per patient. Technical services (ts) wasn't able to verify if the wr was recharging, while it supposedly was charging the implantable neurostimulator (ins). Issue started 2 weeks ago. Patient has tried 2x and each time it showed the wr, not the neurostimulator, per patient. Technical services let patient charge in the open loop for about 30 some minutes before calling her back and patient reported that recharger just stopped and she never got out of open loop recharging. Patient said hcp is sending her to get imaging because she might have a pinched nerve, as the both of her neurostimulator are not relieving her pain, which is 10/10. Patient to see her doctor if recharger replacement didn't resolve recharge issue.